Event description:
There was no pt involved in this event. This device malfunctioned because the device status indicator was flashing intermittently. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to spec up to (B)(6) 2012. The device failed a weekly auto self-test on (B)(6) 2012 due to a low battery. Investigation did not confirm a fault with the device or any component of the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.